Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that all of the keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/05/2014 with the following findings: visual inspection revealed that the keypad cover was intact. Also, moisture was evident behind the display lens. The pump powered on, as confirmed by the presence of the auditory cue, with the returned battery cap installed. However, the vibratory function failed, and the display screen image was distorted. Evaluation revealed that all of the keypad buttons were unresponsive due to internal moisture damage; the reported event was duplicated. The pump failed a leak test due to a leak at the display lens. The keypad cover was removed, and no evidence of contamination was observed under any of the key contacts. The pump case was removed, and evidence of moisture ingress was observed on internal components, with keypad-function related components being among those affected.